Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2024, patient underwent placement of the following angiodynamics' "xcela power injectable port", identified by the following: lot no.: 153197000, ref. No.: h965451030, manufacturer: angiodynamics, inc., for the purposes of chemotherapy, at (B)(6). On or about (B)(6) 2024, patient was admitted into the emergency department at upmc washington in washington, pa for redness, discomfort around port site, methicillin staphylococcus aureus bacteremia, right internal jugular and subclavian thrombosis, and an elevated white blood cell count. On or about (B)(6) 2024, patient had the xcela power injectable port removed at upmc washington in washington, pa.